Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had insulin pump error alarm. The customer¿s blood glucose level was unknown. Customer stated that his pump had been keeping him in the 140 mg/dl and 150 mg/dl range and he had been putting in fake carbs. Customer cannot get in auto mode auto mode and was unable to enter auto basal. Customer got auto mode turned off message. The device will not be returned for analysis.